Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any surgical or medical intervention performed to address the surgeons¿ hand injury? Was the dermabond broken according to instructions for use (IFU)? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? What is the status of the surgeon injury today? Was the product sterilized or subjected to any other processes before application? Where on the bulb did the doctor squeeze? How much pressure was applied to the bulb?

Event description:
It was reported that a patient underwent an unknown procedure of cardiovascular medicine on an unknown date and topical skin adhesive was used. When the surgeon tried to use the product at the catheterization laboratory, the surgeon got his/her hand injured by the broken glass ampoule that protruded from the applicator. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
The adhesive plaster was put on the surgeon's wound.no further information will be provided.